Event description:
It was reported that on (B)(6) 2026, a patient required placement of a PICC line in the antecubital vein of the right elbow. Post-placement x-rays showed the line was properly positioned. But during an IV infusion while hospitalized, backflushing revealed a blood clot approximately 3 cm long inside the catheter. The client suspects an issue with the catheter valve. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.